Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple issues with the insulin pump; the insulin pump rejected new battery, unexplained no delivery alarms and unresponsive buttons. The customer also reported a stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-342g, mmt-442ag, mmt-1884. Troubleshooting was performed for the stuck button alarm and the buttons became responsive. The customer was advised to monitor the insulin pump. Troubleshooting was not performed for the battery failed alarm. Troubleshooting was not performed, as the customer reported an insulin flow blocked alarm that had occurred in the past. No harm requiring medical intervention was reported. No product return is required for mmt-342g. No product return is required for mmt-442ag. No product return is required for mmt-1884.

Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer call date. The baat tool recorded the following: customer did not experience an unexpected power loss of less than 7 days due to no record of any battery cycles found in pump history records. Additionally, no stuck key alarms were noted in download history review. During testing of unit, unresponsive back and left arrow buttons were noted. Unit passed self-test, active current measurement test, sleep current measurement test, displacement test, and rewind test. However, due to unresponsive buttons limiting menu selection, prime/seating test, basic occlusion test, force sensor test, and occlusion test were unable to be performed. Due to limited button response, unable to test for customer's alleged no delivery anomaly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. The pump was received with normal operating currents. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage or anomalies noted during visual inspection. No flattened domes were noted on keypad assembly. Isolate keypad anomaly to electronic assembly. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer allegations of failed battery test were not confirmed when the baat tool concluded the customer did not experience an unexpected power loss of less than 7 days due to no record of any battery cycles found in pump history records. Customer allegations of no delivery alarms were unknown due to limited button responses preventing further testing. However, customer allegations of keypad anomaly were confirmed when unresponsive back and left arrow buttons were noted during testing. No flattened domes were noted on keypad assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.